Manufacturer narrative:
(B)(4). The customer states that saline could have entered through the graphic user interface (gui) and leaked around the keyboard causing it to become unresponsive. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to replace the keyboard. The customer reported to have replaced the keyboard and the issue was resolved.

Event description:
It was reported that, prior to patient use, an 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time of the reported event. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.